Event description:
On 11/02/2006, nellcor puritan bennett received a report of re-intubation on a patient. The caller reported that the re-intubation occurred because the doctor "could not identify where the tube was located at the lip." The caller stated that the patient was re-intubated.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associated to this complaint are not available for evaluation.